Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. To date, this device remains implanted and in service. Boston scientific has issued an advisory communication regarding a subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Subsequently, this device was explanted and replaced in absence of adverse patient effects. No additional information has become available and no return of product is expected.

Manufacturer narrative:
(B)(4). Following receipt of new information, this event will be further updated.